Event description:
The customer contacted physio-control to report that their device shut down unexpectedly. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient use reported with the event.

Manufacturer narrative:
Stryker observed an intermittent on/off button during device evaluation. The main keypad was replaced to resolve this issue. Wear on the left side power switch was determined to be cause of this issue. Correction: results code and conclusion codes (h6) on initial MFR report #0003015876-2021-02192 indicates electrical/electronic component problem identified and cause traced to component failure respectively. Results code and conclusion codes (h6) on initial MFR report #0003015876-2021-02192 should indicate no device problem found and cause not established respectively. Section h11 on initial MFR report #0003015876-2021-02192 indicates: physio replaced the device's large keypad to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use. An intermittent on / off switch located in large keypad was determined to be the cause of the reported issue. Section h11 on initial MFR report #0003015876-2021-02192 should indicate: after completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Manufacturer narrative:
Physio-control evaluated the customers device and was unable to verify or duplicate the reported issue. Physio replaced the device's large keypad to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use. An intermittent on / off switch located in large keypad was determined to be the cause of the reported issue.

Event description:
The customer contacted physio-control to report that their device shut down unexpectedly. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient use reported with the event.